Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and low out of range pace impedance measurements. This lead was capped and abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.